Event description:
On (B)(6) 2015, I was given an ares unicorder sleep monitor by (B)(6) to take home for overnight use. I noticed heat in the forehead area, but since I had already returned this unit on (B)(6) 2015 and was told that I must not have used it properly because it was functioning fine, I kept it on through the intense heat. I took a sleep aid to get to sleep because the heat was keeping me awake and woke up to a square shaped burn on my forehead. I returned the unit to the doctor's office in the morning and was told that it was not supposed to get hot, but no other explantion was given. I called the doctor's office regarding this but my call was not returned and the test was not repeated or results given to me. The location of this device is (was) dr. (B)(6) at (B)(6) for confirmation.